Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2018-00166. It was reported the patient's scs leads migrated and the patient lost therapy from the scs system. Reportedly, the leads had moved down approximately two vertebral bodies. Subsequently, the leads were explanted and replaced with a different model lead. Effective stimulation therapy was reportedly restored postoperatively.